Event description:
It was reported to boston scientific corporation that a tandem xl ercp cannula was used during a stone removal procedure on (B)(6), 2011. According to the complainant, the cannula was backloaded over a jagwire guidewire through the jf-260v endoscope. When the device was advanced from the distal end of the scope, it was noted that the cannula was kinked at the ro marker. It was noted that no abnormal resistance was encountered when passing the device through the endoscope. The procedure was completed with another tandem xl ercp cannula. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be "good." Based on the device analysis which indicates tip damage, this is now considered a reportable event.

Manufacturer narrative:
Although the exact patient age is unknown, the patient was reported to be over 18 years of age. A visual examination of the returned device found that the radio opaque (ro) maker was slightly bulging out from one side of the tip but remained intact inside the inner diameter of the device. No damages were observed to the working length of the device with respect to kinks/tears. A 0.035" guidewire was loaded inside the catheter through the proximal hub and was found to exit at distal tip with no issues. During the advancement and removal of guidewire, no resistance was observed. A review of the device history record (DHR) confirmed that the device met all manufacturing specifications. A search of the complaint database revealed no similar complaints for the specified batch number. The investigation concluded that it is likely that procedural / anatomical factors may have contributed to the complaint event. Therefore, the most probable root cause classification is operational context.